Event description:
On (B)(6) 2011, the patient's dad/reporter contacted animas on behalf of the lay-user/patient alleging that the history of the insulin doses did not record the correct date of insulin output/dispersion. Reportedly, the date fluctuated between the year 2011 and 2012 within the same month of pump therapy. The reporter was adamant that no one is changing the date on the pump. There was no report of patient impact associated with the alleged incident. This complaint is being reported due to the alleged incorrect date issue within the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history confirmed that the date and time was out of sequence. The date and time issue was unable to be verified in the black box as the time and date was found to be overwritten due to the patient's continued use. The rewind, load, and prime steps were performed successfully with no alarms noted the pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms noted and pump was found to maintain the correct time. The pump was powered down and then powered up and was found to maintain the time and date when the battery was removed for 2 hours. The pump's history for the test period was found to be in the correct order for date and time. Three (3) boluses were performed and all 3 boluses recorded successfully in the pump's history. The pump case was removed and no internal damage was found with the pump.